Event description:
It was reported that this pacemaker system exhibited low, out-of-range right ventricular (rv) pacing impedance measurements, measuring less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Isometrics was performed and there was noise which could be reproduced. Additionally, the noise caused pacing inhibition of greater than two seconds. The physician elected to keep the lead in unipolar and will continue to monitor. At this time, this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).